Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: the file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized due to an unspecified reason, was reviewed. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required. Should additional information become available, the need for a clinical investigation will be reassessed.

Event description:
A peritoneal dialysis patient requested information regarding another manufacturer's patient line connectors. The patient reported being in the hospital. Additional information has been requested but not yet received.